Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: the facility was asked to provide the patient information but they are unwilling to do so.

Manufacturer narrative:
(B)(4). Damaged anvil former. Devices (a) and (c) were received in good visual condition. The devices were tested for functionality and it was noted that the staples were partially forming and ejected from the device. The devices were disassembled to verify the condition of the internal components and the anvils were noted to be deformed. This deformation in the anvil will prevent the staple to be held in the firing chamber for its complete formation, resulting in an ejected staple. Device (b) was returned in good visual condition and with no staples present. No functional test was performed due to the condition of the device. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, after use of four clips, the following clips did not close. They switched to a new stapler and the same thing happened. Switched to a third stapler and same thing occurred once again. Another device was used to complete the procedure. There were no adverse consequences for the patient.